Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed. According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
The autopulse platform (s/n (B)(4)) was used to resuscitate a patient in cardiac arrest, caused by a ruptured aortic aneurysm. As reported, the patient's coworkers overheard the patient collapse to the ground presumably out of his chair. Coworkers investigated the noise, and manual bystander CPR was initiated within about 5 minutes using an automated external defibrillator (AED). The patient was in cardiac arrest for about 10 minutes before the ems crew placed the patient on the platform. A fully charged autopulse li-ion battery was inserted into the autopulse. When the autopulse was powered up, the platform displayed the prompt, "pull up lifeband and press restart". The ems crew had to re-adjust the lifeband two times to clear the prompt. The start button was pressed, the lifeband was sized, and the autopulse began compressions. Approximately 3 compressions were performed before a line went across the lcd screen and the autopulse completely shutdown. At this point, the use of the autopulse platform was discontinued, and manual compressions were resumed and continued for about 10 minutes. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced dead in an emergency department. As per the customer, the patient's death was not related to the autopulse system. After the patient call, the customer tested the autopulse platform back at the station to replicate the reported issue. During testing with a manikin, the autopulse displayed user advisory (ua) 02 (compression tracking error) and ua45 (not at "home" position after power-on/restart) advisory messages. The customer was able to clear the ua02 by re-positioning the lifeband, and the ua45 was cleared by turning the driveshaft to the "home" position. The customer could not recall if these user advisories were displayed by the platform during the patient call. The customer stated that the autopulse shutdown spontaneously multiple times during testing with the manikin. After the autopulse was powered back on, it would restart, perform as expected, and then shutdown again.

Manufacturer narrative:
The reported complaint that "the autopulse platform s/n (B)(6) shutdown unexpectedly after performing a few compressions" was confirmed based on the review of the platform archive data and during functional testing. The root cause of the reported complaint was the defective power distribution board (pdb), likely due to the aging of the device. This autopulse platform was manufactured in october 2008 and is over 13 years old, well beyond its expected service life of 5 years. Visual inspection of the returned platform revealed that the front enclosure was cracked at the front-end area, and the bottom enclosure had multiple cracks in the screw well area. The observed physical damages are unrelated to the reported complaint and appear to be the characteristics of harsh impact due to user mishandling plus wear and tear over 13 years. There was no documented report showing that any preventative maintenance (pm) has been performed since 2008 when the device was acquired by the customer. The front and bottom enclosures will be replaced to address the observed damages. Review of the archive data revealed that the autopulse platform had stopped compressions and shutdown due to fault code 28 (loss of clutch connectivity) and fault code 29 (loss of brake connectivity) around the customer's reported event date; thus, confirming the reported complaint. The clutch and brake monitoring circuits had detected a loss of connectivity on the clutch and brake driving circuit during lifeband take-up. The autopulse platform was able to power up and passed the initial functional test without any fault or error. However, during further functional testing, the autopulse platform shutdown multiple times; thus, confirming the reported complaint. Troubleshooting the problem suggested that the power distribution board (pdb) was defective. To further troubleshoot and re-evaluate the autopulse, the pdb was replaced with a known good reference part. Subsequently, the autopulse platform was subjected to a run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged. The autopulse platform passed the test without any issues, and therefore, it was confirmed that the root cause of the reported complaint was the defective pdb. Awaiting the customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).